Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The optical fiber was found to be broken approximately 64.5cm from the iab tip. The technician attempted to aspirate and flush the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and was then able to flush and aspirate the inner lumen. The optical fiber was found to be broken and the inner lumen was found occluded with dried blood, confirming the reported problems . We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was clotted off. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was clotted off. After a couple of hours the pressure readings were inaccurate and something appeared to be wrong with the fiber optic cable. The iab was unable to flush or aspirate. After the catheter was removed, there was another failed attempt to aprirate and flush the iab. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.